Manufacturer narrative:
The board was received at the company. Failure analysis was done. Functional inspection of board could confirmed the communication problem between the board and nitrogen valve. The malfunction of board could be confirmed and was caused by wearing of mechanical and electrical components. The root cause is a defective board caused by normal wearing of mechanical and electrical components. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
According to information from company service engineer the returned sample has no effect on the reported event so the sample evaluation is not required. The root cause for the reported event could not be determined conclusively. (B)(4).

Manufacturer narrative:
During onsite visit, the field service engineer (fse) confirmed excessive nitrogen usage but no leakage. Nitrogen solenoid was turning on as soon as the laser was powered up and was not turning off. The fse replaced the board and completed system verification. The system is operating within specifications. Without sample, the root cause could not be determined conclusively. The most possible root cause for the excessive nitrogen usage is a faulty board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Additional information has been requested. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a nitrogen leak. Additional information has been requested.